Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive while attempting to change their infusion set. Customer's blood glucose was 120 mg/dl. The customer reported receiving a low reservoir alarm prior to the keypad issues occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads. The insulin pump was received with minor scratches on lcd window, broken belt clip slot. No low reservoir alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.